Manufacturer narrative:
Device history review was performed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of premature separation was not confirmed. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomalies.

Event description:
Related manufacture reference number: 2017865-2023-37029 it was reported that the patient presented during leadless pacemaker implant procedure. During procedure, the leadless pacemaker prematurely separated from delivery catheter. Post separation, the leadless pacemaker returned to the right atrium and moved into the inferior vena cava (ivc), causing patient symptomatic of embolism. The leadless pacemaker was collected with a retrieval catheter. After retrieval, it was noted that the delivery catheter also exhibited an activation failure. The implant procedure was completed with a separate leadless pacemaker and delivery catheter on 10 jul 2023. There no were no patient consequences.